Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported the hospitalization due to diabetes ketoacidosis. The current blood glucose reading is 100 mg/dl. Customer was tired. Customer treated with manual injection. The blood glucose reading at the time of the event was over 600 mg/dl. Caller stated that customer was correcting his intake, but the blood glucose readings were still high. Customer had an acute myocardial infarction. Hospital treated with IV. Customer was hospitalized for four days. Nothing further reported.